Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep installed a new din rail upgrade unit. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Replacement fuses have been provided to the site. No further issues have been reported.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) would not power on because the power line fuses had blown. This reportedly occurred when the user was attempting to power the system on. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect din rail was replaced and returned for analysis. Analysis confirmed reported complaint, "no power to mvs." Material presented: bi-700-00319, no fuses were returned with unit. Resistance reading was taken between contacts 7 and 10, expected reading between 9-13 ohms. 0 ohms was measured. Energized relay to 21vdc, there should be a reading between contacts 7 and 10. A 0 ohms was measured. Relay not switching on when 21vdc was applied. Electrical problem caused reported event.